Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system that had an infection. Reportedly, the patient was admitted and source of (B)(6) was being determined. The patient was given intravenous antibiotics and the device was reprogrammed. There were no additional adverse patient effects reported. The ra lead remains in service.